Manufacturer narrative:
No physical sample was received for evaluation; however, a photo was received. The reported issue was confirmed as cause unknown, as it was noted that the catheter was missing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "this pre-connected closed system foley tray contains: bardex® i.c. Anti-infective foley catheter" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Received photo sample only.

Event description:
It was reported that the catheter was missing from the tray.